Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v712405, # implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that there was shocking but she did not want to turn off stim because it was controlling her symptoms. The therapy was confirmed to be on. The patient had a baby in 2013 and she turned stim off. She had a return of symptoms and when she checked the implantable neurostimulator (ins), it was still off. She turned it back on and it was controlling her symptoms but it was also causing painful shocking at the ins site. The patient felt like the ins was right at the surface and it was popping out. The shocking at the ins site occurred when she moved her leg in a certain way. It was related to positional movement. Additional information from the consumer reported she met with a manufacturers's representative and the device was checked. She decided to get a new one since it was almost out of batteries and the shocking was getting worse. The shocking was not resolved and she was hoping to get a replacement surgery soon. There was no further information provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).